Event description:
Per the audiologists' report, the patient reported headaches, pain and noise while using the cochlear implant system in his right ear (the patient has bilateral implants). The audiologist reported that the surgeon stated that an x-ray appear to show that the ball electrode is placed "on top" of the receiver/stimulator. Reprogramming the sound processor did not resolve the patient's complaints. The patient's right side device was explanted and the patient was reimplanted with a new device during the same surgery. Implant serial number and surgery dates have been requested, but have not yet been provided.

Manufacturer narrative:
This type of event is addressed in the device labeling.